Event description:
At initiation of treatment, blood was noticed dripping from the connection of tubing to bottom of arterial chamber. Blood was mixed with saline and estimated blood loss was 20cc. Blood was returned to pt; line was changed and treatment resumed with no further problem.